Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 650mg/dl. Troubleshooting was performed. The customer stated that she attempted two download the reports twice, but it stopped at 37%. The customer stated that at some point she disconnected the use of the device, but she went back on the insulin pump (B)(6). The customer stated that she was in the hospital due to a bad site and since she was not wearing her sensor, she did not hear the alarm of going high. The customer declined to troubleshoot. No further information was provided.